Event description:
The customer returned to olympus, evis exera ii ultrasound gastrovideoscope, stating that there is no ultrasound image or it simply fails during the procedure. The procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; due to wear of forceps elevator lever, up/down knob cannot be locked securely; paint on air/water cylinder is peeled; suction cylinder has discoloration; due to a pinhole on channel tube, water tightness is lost; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to adhesive peeling on due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; there is a chip in adhesive area between acoustic lens and ultrasound probe; acoustic lens has a chip. (Damage level; does reach to the glue-layer); and adhesive around objective lens has a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported no ultrasound image issue could not be determined, as the issue could not be reproduced and was not confirmed. Additionally, a definitive root cause of the observed chip in the adhesive area between the acoustic lens and ultrasound probe could be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - evis exera ii ultrasound gastrovideoscope - olympus gf type uct180 important information ¿ please read before use warnings and cautions warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.